Manufacturer narrative:
Per tandem's user guide: change your cartridge every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that boluses and basal insulin was not being delivered. Bg. Customer's blood glucose (bg) was within 300 mg/dl. Customer administered a correction bolus via the pump to address bg. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, the customer has not yet uploaded.